Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event was observed during analysis. Final analysis found that the insulation and cable coating were abraded at 69.0 cm to 69.3 cm from the connector pin. One ring electrode cable was fractured at the same location. Electrical testing found a short circuit between the coils.